Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc). Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that rv pacing threshold measurements may require further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.